Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Perforation and cardiac tamponade are listed in the xience alpine eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a procedure to treat a lesion in the mid left anterior descending artery, a 3.0x15 mm rx xience alpine stent delivery system was advanced and the stent was implanted; however, a perforation occurred. Slight pericardial effusion occurred. Protamine was administered for reversal of the anticoagulation (heparin), prolonged balloon inflations were performed and a 2.8x16 mm rx graftmaster stent was implanted to successfully seal the perforation. The graftmaster performed as intended successfully sealing the perforation without any issue. There was no adverse patient sequelae. There was a clinically significant delay in the procedure due to the perforation and pericardial effusion. No additional information was provided.